Event description:
The customer indicated that during an ear, nose and throat procedure, the pt sustained an alternate site burn from an electrode that was not seated properly. The biomed thought this, because a burn mark on the nose of the pencil was present and on the electrode.